Event description:
It was reported that during implant the right ventricular lead exhibited loss of capture and intermittent sensing. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.